Event description:
It was reported by the distributorship that the products were found to be nonconforming. The incoming inspection team member found debris in the sterile package. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00890. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 evaluation of the returned product confirmed foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed. The reported event is confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.